Event description:
A dentist was positioning a pelton and crain dental light for use when the light unscrewed from the column assembly and fell down towards the floor, hitting the dentist on the shoulder, causing a laceration. The dentist applied a steri-strip band-aid for this injury. A second person (patient) was involved in the event. Please see MDR# 1017522-2012-00029.

Manufacturer narrative:
Upon evaluation by the local pelton and crane representative, it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light from unscrewing from the pole after installation. The pelton and crane installation instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed.